Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed check clutch/plunger lever. A functional test was performed and the reported issue was not duplicated, however the lead screw and clutch halves were worn. As a result, the lead screw, clutches, and spring were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.